Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose while using the ilet with an infusion set, with readings rising to 312 mg/dl before troubleshooting and site change were completed; the user had attempted to disconnect for backup therapy and later discovered the infusion set connector was not attached to the body site, after which reconnection and a full site change were performed and insulin delivery resumed with glucose trending down to 117 mg/dl. Symptoms included hyperglycemia. Outcomes included transient disruption to therapy that required user troubleshooting and education but did not require medical intervention. Investigation included guided troubleshooting, verification of connections, and a complete infusion site and tubing replacement. Investigation of this case revealed an infusion set disconnection leading to interrupted insulin delivery, which resolved after reconnection and site change. It was concluded, based on previously established findings for similar reports, that the cause was use-related infusion set disconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.